Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Reportedly, the customer used a backup insulin pump as alternate insulin therapy. Customer¿s blood glucose level was 40-130 mg/dl, cause was unknown. Customer consumed juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.